Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a skin irritation under the front therapy electrode pad. The irritation was reportedly blistering and red with open skin. The patient went to the hospital to seek care for the irritation. The patient was given a cream at the hospital. The patient removed the lifevest to allow the irritation to heal. Follow-up indicated that the rash had improved.